Manufacturer narrative:
This was one of two reports submitted for this case, please reference related manufacturer report no. 2015691-2013-21485.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 26mm sapien valve was deployed too ventricular. A second valve was implanted in order to mitigate the moderate paravalvular leak (pvl). The patient was reported as doing fine following the procedure. Per report, predilation of the native valve was done with a 4x22cm balloon. The valve location appeared to be in good position at the native aortic annulus based on echo and angio. However, moderate pvl was noted and a post dilatation was performed; the moderate pvl was still detected post dilatation. The opinion of the team was that the valve was placed a little ventricular and the skirt was not covering the annulus well enough at the right cusp thus allowing for paravalvular leak. The decision was made to place second 26mm valve more aortic. The placement of the second valve was successful. Additional information: the pre-deployment position of the first valve was approximately 50:50 within the annulus. The approximate post deployment position was 60:40 ventricular. The native valve/leaflet calcification was described as mild. The aortic root calcification was also described as mild. The mitral annular calcification, level of ventricular septal hypertrophy, sjt and sov diameters was not provided. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 55 percent.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for this event cannot be determined. It is possible a combination of patient and procedural factors [mild native valve/leaflet/aortic root calcification and a slightly lower pre-deployment valve position than perhaps assessed on tee] may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.